Manufacturer narrative:
Follow-up # 1 ¿ (10/14/2014), the lay user/patient¿s meter has been returned on 10/07/2014 and evaluated by lifescan product analysis on 10/10/2014 with the following findings: the meter passed all testing with no faults found; the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving inaccurate high readings of ¿365, 367, 363, 297, 411, 174, 282, and 246 mg/dl¿ compared to his ha1c reading of ¿5.8.¿ this complaint was classified based on the customer care advocate (cca) documentation. The elevated readings began (B)(6) 2014. Based on the lfs meter readings, the patient reportedly managed his diabetes with 10 units of novalog insulin. The patient claimed that as a result of the lfs meter readings, he develop symptom of feeling shaking. During troubleshooting, the patient confirmed the unit of measurement was set correctly at the time of testing. The test strips were within the discard date. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient had symptom that can be suggestive of hypoglycemia after he took insulin based on elevated lfs meter readings.